Event description:
It was reported that the patient had passed away. No cause or circumstances of death were indicated. A review of device history records showed that the generator and lead passed all quality tests prior to distribution. No additional pertinent information has been received to date.